Event description:
Information was received from a patient regarding an external device.  The reason for call was lately the patient had been having difficulty charging their implanted neurostimulator. Patient kept getting a message that it could not find the device. When it did find the implant the charge quality did not stay. Patient was perfectly still and it would say good then not good. Patient noted the last 2 or 3 times they tried to charge they did not get a full charge. Today the recharger cord where it met the circle got really hot. An email was sent to the repair department to replace the recharger. Additional information receive from patient.  Patient called back and repeated previously documented information. They were still getting to no device found screen. Agent asked, patient said they hadn't charged the ins in a couple weeks. Agent had them press recharge option and they saw 99 low, 100 high; agent reviewed passive recharge mode. Patient will continue charging and understood that charging would take more time when the ins battery gets very low, but should eventually progress to the regular batteries screen.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product ID 97755, serial# (B)(6), product type recharger. Product ID 97755-s, serial#(B)(6), product type recharger. The product was returned and analysis found recharge antenna failure medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.